Manufacturer narrative:
The cleaner leak was confirmed from disconnected tubing from normally closed pinch valve pv42 from feed through fitting ff107; tubing replacement resolved the issue. The instrument was also experiencing aspiration problems due to a plug restrictor line below the secondary mode aspiration pump module (pm5); the fse replaced plugged restrictor line below the aspiration pump module and cleaned out vacuum pathway for aspiration through lv 70. (B)(4).

Event description:
The customer reported an uncontained cleaner leak of approximately 20 ml on the right side compartment of the coulter lh 500 hematology analyzer. The customer was running a shut down at the time the leak was discovered. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were reported as a result of this event.